Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system did not emit x-rays. Visual inspection of the system along with log file review showed the a led status indicator of the flat detector controller (fdc) was red and communication errors between the fdc and the flat detector (fd) were noted. The fse confirmed that both the fdc and fd were receiving power by measuring the 24-volt power supply; however, the fd software was not detected by the system. The fse reloaded the fd software, reseated the optical fiber cable on the fd side, and rebooted the system. After these service actions, the system passed functional testing and was returned to use in good working order. The fse returned to the site at a later date and performed a loopback test on the optical cable to confirm the cable remained seated correctly. The system passed the loopback test and there has been no recurrence of the issue to date. The codes have been updated based on the investigation¿s outcome.

Event description:
It has been reported to philips that during an interventional treatment for a ruptured cerebral aneurysm, the allura system would not emit radiation, and a system restart did not resolve the issue. The procedure was completed via a craniotomy and the patient is stable and recovering well. Philips has started an investigation of this complaint.